Event description:
It was reported that the patient died. The patient was referred for cardiac catheterization on an unknown date. The 100% stenosed and 20 mm long target lesion was located in the middle right coronary artery (rca) with a reference vessel diameter of 2.5 mm. The target lesion was treated with placement of a 2.50 mm x 24 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0% with a thrombolysis in myocardial infarction (timi) flow of 3. In (B)(6) 2024, the patient presented with chest pain and was hospitalized for further treatment. Medication was administered to treat the event and the patient was discharged. At the time of reporting the event was considered to be recovering/resolving. In (B)(6) 2024, the subject died, and the primary cause of death is unknown.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).